Event description:
IV infusion pump was programmed to infuse a 100ml bag of medication in a "one hour." Infusion finished in half the programmed time (30 minutes). Patient was observed for adverse events after completion of infusion; none were noted/reported. FDA safety report ID# (B)(4).